Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "intermittent beeping of IV pump with no message displayed on screen multiple times until pump read "system error" and was beeping continuously with red warning light. Needed to exchange entire pump and channels in order to avoid infusions being interrupted - as there was no other way to keep system running. Multiple (4) critical drips infusing on a very critical patient.". There was patient involvement but no harm.